Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No causes or potential causes of the customer's reported problem were found during the review of the device history record. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a faulty pump, heater not functioning, and broken led's on printed circuit board (pcb). Functional testing found the reported problem was confirmed. The root cause of the reported issue was found to be faulty pump. The pump assembly, heater, and pcb were replaced and preventive maintenance was performed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported the device was not pumping. No patient injury was reported.